Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and uterine prolapse ("prolapsed uterus") in a 37-year-old female patient who had essure (batch no. 852003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nora be. Concurrent conditions included urinary frequency, anemia, vaginal swelling, dysfunctional uterine bleeding, penicillin allergy (rash), uterine cervical squamous metaplasia, uterine leiomyoma and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and metrorrhagia ("metrorrhagia"), 2 years 10 months after insertion of essure. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine prolapse (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("lower pelvic area pain"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and sacrocolpopexy, ap colporrhaphy, enterocele repair). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine prolapse, menorrhagia, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue and metrorrhagia outcome was unknown, the headache was resolving and the pelvic pain and vaginal discharge had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine perforation, uterine prolapse, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (2011) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2014: negative.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metrorrhagia, vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in a (B)(6) year-old female patient who had essure (batch no. 852003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nora be. Concurrent conditions included urinary frequency, anemia, vaginal swelling, dysfunctional uterine bleeding, penicillin allergy (rash), uterine cervical metaplasia, uterine leiomyoma and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and metrorrhagia ("metrorrhagia"), 2 years 10 months after insertion of essure. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine prolapse ("prolapsed uterus"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("lower pelvic area pain"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and sacrocolpopexy, ap colporrhaphy, enterocele repair). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine prolapse, menorrhagia, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue and metrorrhagia outcome was unknown, the headache was resolving and the pelvic pain and vaginal discharge had resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine perforation, uterine prolapse, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (2011). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: metrorrhagia, vaginal bleeding, most recent follow-up information incorporated above includes: on 1-may-2019: pfs and medical record was received. Reporter's information, lot number was added. Event injury was deleted. Events added: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, nausea, dysmenorrhea, dyspareunia (painful sexual intercourse), perforation (uterus), pain, fatigue, vaginal discharge, metrorrhagia, prolapsed uterus. Event outcomes were updated. Medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.